Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient fell hard on device a few months ago, and since had what appeared to be mechanical noise episodes on right ventricular (rv) lead. One episode resulted in an inappropriate shock. The noise not reproducible in the clinic. Additional information determined that the rv lead was surgically explanted and replaced with a lead from another manufacturer. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned severed in two segments. Initial resistance testing found the lead was not electrically continuous, and further resistance testing determined webbing damage compromised all three lumens causing an electrical shortage between conductors. The outer insulation was intact and not breached. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region and contributed to the observations of noise seen in the field.

Event description:
This supplemental report is being filed with analysis details.